Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at a filter connector of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the dialysate port was observed broken. The dialysate port was disconnected from the support plate. The reported condition was verified. The damaged port was the cause of the leak. The cause of the damage was due to a shock that occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.